Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient stated their device had not worked since last summer. Patient said they fell and broke their back and hit their lower back when they fell, so they weren't sure if the leads were damaged or what because the doctors just checked on patient's bones. Patient mentioned because of the broken back, they also had neck problems and they had numerous neck surgeries. Patient also said they had a whole entire back problem and couldn't use the stimulator up through their neck for whatever reason so they were looked at getting transferred over to the pump. Patient said they were currently working on getting mris done to switch them over from the simulator to one of the pumps, but patient wanted to know if they were safe enough to have an MRI with the stimulator not working or if it would be better to get a CT scan. Agent asked, patient said they since have tried to charge and it didn't even pick up a charge so they didn't know if maybe they busted the leads or what. Agent reviewed MRI guidelines and MRI mode information. Patient did not have equipment with them at the time of the call to try and charge again. Agent reviewed MRI and CT compatibility and the patient was redirected to their healthcare provider to further address the issue. Agent reviewed to call back with equipment if doctor wanted patient to try and enter MRI mode. Agent also reviewed doctor could call tech with questions on MRI and MRI eligibility form. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.